Event description:
A home patient (hp) contacted global technical service (gts) regarding a supply bag falling and disconnecting. Gts advised the hp to end therapy to start over with new supplies or continue with manual supplies. On (B)(6) 2010, product surveillance spoke with the hp who stated that he did not notice anything unusual with the supplies. The hp could not think of anything that may have caused the bag to fall. The hp was resuming therapy without incident. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the connection issue was due to the supply bag falling and disconnecting. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.